Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had pain at the ins site. The patient stated that the pain started in the second year and the pain comes and goes. The patient stated that if they were careful about the clothing they wore and didn't put any pressure on it there were years that the patient didn't notice it. The patient thinks they noticed it in the past year and has been sensitive in the last 3 months, and it feels like a corner is pushing out of the skin. The patient reported that there is still back pain as well. The patient said the device handles a lot of the pain but the patient has arthritis and walks with a cane. The patient had been given numbing patches from their doctor at one point. The patient got a new doctor who deals with placement and removal of neurostimulators. The patient is scheduled for removal and replacement on (B)(6) 2016. The patient isn't sure of the placement of the new device. The patient stated they have six and a half years with their device and can't imagine life without it. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.